Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. There was no known impact to the customer's blood glucose (bg) level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.